Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient was reportedly hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1000 mg/dl while "wearing the pod for 48 hours". Symptoms reported included nausea. The patient noted that they were diagnosed with dka, kidney failure, myocardial infarction, cardiac arrest, and infection on both lungs. The patient was treated with dialysis. The patient reported the hospitalization, and hyperglycemia was due to their continuous glucose monitor sensor failing. The pod was removed at the hospital and discarded. According to the patient, they were released after 9 days. At the time of the report, the patient was doing well and in good condition. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.